Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An actual unit was received for evaluation purposes. During visual inspection there was not any observed defects. The unit results were satisfactory to pressure test at 8psi and to functional test. The reported condition was not confirmed. The cause of the reported condition was not identified. Baxter found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Event description:
A customer reported to baxter product surveillance of two (2) clearlink y-type blood/solution set of which the customer stated that the male luer of the set leaks an unknown medication when connected to the catheter line. This condition occurred during priming. There was no patient injury or medical intervention involved. No further information is available at this time. This is report 1 of 2 of the same reported problem from this facility.